Event description:
The pt reported, he has had 2 insulin infusion set tubings break at the luer lock connection. He stated, one occurred the last week in dec and one in the first week of jan. He said that on the first incident his infusion device fell off his belt clip and the tubing "snapped" near the luer lock. He stated, he changed his infusion set immediately and did not have any blood glucose concerns. The pt stated on the second incident, he pulled his infusion device out of his pocket and noticed the outer tubing was separated and the inner tubing was still attached. He said he could smell insulin so he immediately changed his infusion set. He stated his blood glucose reading was 180 mg/dl and he bolused through his infusion device to correct his levels. The pt stated that in both incidents the tubing had been in use 3-4 days. The pt said he has a "baggy" of leftover tubing sets and he discarded the product packaging so he could not provide a lot number or expiration date. The pt was advised to verify expiration dates and discard any expired product and use the replacement products previously sent. The pt did not require assistance from a healthcare professional or second part to address the issue. The product was requested to be returned for eval.